Manufacturer narrative:
Device was returned with the depth limiter assembly removed from the handle. The insertion needle is bent on two planes. The actuator is protruding out of the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function. No suture or ts were returned for examination. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the straight fast-fix 360 insertion shaft bent after deploying t1 and pulling back. Surgeon was performing a meniscal repair and when he deployed the first implant and was pulling back, the inserter was angled at about 30 degrees away from the cannula so he was unable to deploy the second implant. Surgeon was able to pull the implant out and used a new fast fix 360. There was a short delay reported (less than 30 minutes). No patient injury was reported.